Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the whitacre set 25ga 3.50 in for (B)(6) the box contained the quincke spinal needle 23g instead of whitacre. The following information was provided by the initial reporter: complaint received through distributor directly that out of 200 units (8box) whitacre one box was empty and 4 box was quincke spinal needle 23g instead of whitacre.

Manufacturer narrative:
Investigation: two photos were provided to our quality team for investigation. The pictures received display four closed boxes of spinal needle quinckle 23 ga x 3.50 in from lot 1806010. None of the photos indicate empty packaging and they do not provide the external carton or labeling to properly identify if labeling or mixed product issues occurred. A device history review for reported lot 1807004 did not reveal any annotations or non-conformances during the manufacturing process related to this issues. Both lot 1806010 and 1807004 were manufactured and sent for sterilization during separate months, never being housed within the facility during the same time. Product undergoes visual inspections prior to release, including verifying the proper quantity is within each package. All inspections for these lots were completed according to procedure. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that before use of the whitacre set 25ga 3.50 in for india the box contained the quincke spinal needle 23g instead of whitacre. The following information was provided by the initial reporter: complaint received through distributor directly that out of 200 units (8box) whitacre one box was empty and 4 box was quincke spinal needle 23g instead of whitacre.